Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No patient adverse events have been reported. The broken off fragment of the drill bit will remain inside the humeral epiphysis in any case, even if there will be in the future the need or opportunity to explant the plate and screws. According to the hospital is there a low probability that the metal fragment will loose and migrate in the future. No prolongation is reported. Concomitant medical products: plate (part and lot number unknown, quantity 1), screws (part and lot number unknown, quantity unknown).

Manufacturer narrative:
(B)(4). Device is an instrument and is not considered implanted/explanted. Part of the device remained in the patient. It is unknown if the rest of the complainant part is expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a spiroid complex fracture of 2/3 of the proximal right humerus on an unknown date. On (B)(6) 2016, the patient was implanted with a right humerus osteosynthesis with plate and screws. During the drilling perforation to create allocation for one of the screws in the humerus head, one of the perforator drill bits utilized broke off. The breakage happened without rupture and was facilitated with incongruous maneuvers without force. There was no conflict with other structures (anatomical or mechanical) surrounding. The broken perforator drill bit fragment completely remained in the patient¿s proximal humeral epiphysis. The removal was not possible due to the drill bit already being advanced in the plate and other screws. The surgeon did not remove the plate because it was not worth probable displacement of the fracture. Radiographic controls showed no conflict of fragment itself with the remaining screws and no prolapse in articulation. So it was considered appropriate to refrain from any further procedure. Concomitant medical products: drill (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).